Event description:
The pt was found with no respirations or pulse and a code was called. The clinical nurse manager responded by immediately checking the telemetry monitor at the desk and found the pt with a flat heart rate and no alarms sounding on the equipment. At the time of the code, all telemetry leads were in place. Philips called to report an event and investigation.